Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to te glenosphere becoming dislocated from the baseplate. The surgeon put a 36 n glenosphere back on, used a new retaining screw and replaced the liner.